Manufacturer narrative:
Corrected data: d4 UDI. One device was received for evaluation. Visual inspection found a cracked bottom case, cracked plunger case, and a non-OEM battery. A 'motor not running' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that there was teflon washer material on the u29 and worn coupling tip. The teflon washers were replaced with delrin washer and the worn coupling was cleaned. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump motor was not working. There was no physical damage reported. There was unknown patient involvement, and unknown harm/adverse event was reported.